Event description:
It was reported that the device lasted less than five years due to high thresholds on the left ventricular (lv) lead. The device and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).